Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated their therapy had somehow turned off back in april without them realizing it. The patient met with a manufacturer representative at their senior living facility the day before, where therapy was turned back on, and the representative suggested charging the implant once a week. When asked, the patient was unsure if the therapy had turned off due to a discharged neurostimulator. The patient expressed fear about using the wireless recharger (wr) on their own. The agent reviewed how to start a charging session, and the patient successfully began charging after spending time repositioning the wr over their chest. The patient noted that, due to being thin with little muscle mass across their chest, the wr easily moves off target if they shift, and they also experience tremors, making it challenging to maintain proper placement. The patient reported issues using the wr drape, stating it does not charge properly and requires them to hold the wr in place, which they find inconvenient. The agent reviewed the general use of the drape and charging expectations. The patient also mentioned having memory issues and needing to write everything down.